Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a failed chiller pump. Chiller pump is faulty. Replaced chiller pump. A DHR review is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device had faulty chiller assembly. Per sample evaluation results on 22jul2024, it was reported that the arctic sun device circulation pump was faulty, mixing pump was faulty, chiller pump was faulty, fdl was damaged.

Event description:
It was reported that the arctic sun device had faulty chiller assembly. Per sample evaluation results on 22jul2024, it was reported that the arctic sun device circulation pump was faulty, mixing pump was faulty, chiller pump was faulty, fdl was damaged.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a failed chiller pump. Chiller pump is faulty. Replaced chiller pump. A DHR review is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.